Event description:
The customer reported that their device would not complete the boot process and would lock up. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). The customer advised physio-control that the device was sent to a third party service agent for evaluation and repair. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control has performed numerous unsuccessful attempts to contact the customer regarding the resolution to the reported device issue. The customer has not returned the device to physio-control for evaluation. The cause of the reported issue could not be determined.